Manufacturer narrative:
At this time, the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. However, this lead was unable to pass a stylet insertion test due to dried blood in the lumen. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that the patient with this implantable left ventricular (lv) lead reported feeling poorly. Loss of capture was discovered on the lv lead. A revision procedure took place and the lv lead was reportedly wound up in the pocket behind the device. The lead was explanted and successfully replaced. There were no adverse patient effects as a result of the revision procedure.